Event description:
The customer experienced high bg levels at breakfast time (400 mg/dl); in response, she admitted a correction bolus. Later that morning, her bg's had lowered, but were still high (307 mg/dl) and a second bolus was administered. Despite the bolus, her levels had risen to 361 mg/dl 1.5 hours later. She noted that "the cannula was pulled out of her skin" and that she "could smell insulin and feel it on her skin." No reason as to how the cannula may have become displaced was cited. The device will be returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the time line provided in the report, it is unknown when the cannula had "pulled out" of the insertion site in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer would have immediately removed and replaced the pod upon noticing that the cannula was not inserted into her skin. A review of lot qualification records was performed and the lot had passed the acceptance criteria. Note: evaluation (B)(4) is specific to activities performed during lot qualification (and not to activities performed on the subject pod, as it was not returned for evaluation).